Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended. Customer's blood glucose level was over 400 mg/dl. Tandem technical support could not be confirm the allegation as customer did not have the pump available for troubleshooting.